Manufacturer narrative:
One shelf carton, patient labels and IFU for an ultra fast-fix curved assembly were returned for evaluation. Device in question was not returned prohibiting any visual or functional evaluation. Further investigation is not warranted at this time. Credit will not be issued.

Manufacturer narrative:
(B)(4).

Event description:
During a meniscal repair procedure, t2 failed to secure on the meniscus. A backup device was readily available. There were no delays or patient injuries reported.